Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported a physician attempted arteriotomy closure of an unspecified vessel using a proglide device after an interventional procedure. Reportedly, a cuff miss occurred. The method used to achieve hemostasis was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.